Event description:
Mycophenolate (cellcept) IV tubing malfunctioned and would not infuse. Pharmacist checked the tubing; all clamps were undone, everything looked as expected, but medication would not run through the tubing. A new dose with new tubing was prepared and sent to the unit without further issue. Unfortunately, the lot number for the tubing involved in this event is not available.